Event description:
Per the audiologist, the patient (who is a bilateral recipient) reported experiencing poor sound quality with his device in february 2007. Exchanging the patient's external equipment and reprogramming did not solve the problem. An integrity test done 3 days later showed possible non functioning electrodes. Deactivation of these electrodes and reprogramming of the sound processor did not solve the problem. The results of a second integrity test done approx 2 months later were consistent with non functioning electrodes. Two months later, the patient discontinued wearing his sound processor due to the poor sound quality. The patient's performance with the cochlear implant system remained good despite the sound quality problems. The patient's device was explanted 21 days later and a new device was reimplanted during the same surgery.